Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available; however, 2 photographs of the sample was provided for evaluation. Visual inspection revealed that two identical protection caps with tyvek insert were mounted on both filtrate sides. This type of protection cap is permeable to liquids. The reported failure could be confirmed. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a plasmafilters, an external blood plasma leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.